Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed a power error alarm. Customer's blood glucose was 168 mg/dl. Customer reported the device shut off when the customer was trying to give himself insulin. Medtronic sign and time and date came on the screen, the insulin meter was indicating red. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.